Event description:
It has been reported to philips that, the wireless footswitch is intermittently not working, during a procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch did not work during a planned procedure which was completed with the wired footswitch. The customer now has opted to use the wired footswitch during procedures. Updated codes based on investigation.